Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, a whitish foreign material was found in the air water tube and cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water tightness was lost due to wear of the scope cover, a dent on the forceps channel, a scratch on the grip, the flexibility adjustment ring, and the scope connector cover, the cover of the charged coupled device cable was damaged, a crack on the light guide lens, the bending tube was deformed, corrosion on the forceps channel port, an e216 scope communication error due to corrosion on the plug unit, the connecting tube coating was peeling, the universal cord coating was peeling, and corrosion due to water leakage on the cable unit, the scope connector case unit, the universal cord holder, the mount, the plug unit, and the circuit board unit in suction connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.